Event description:
(B)(6) 2012: pt was initiated onto treatment, within five minutes of initiation, pt had a reaction that led to being non-responsive to verbal stimuli. At 1000cc of normal saline was administered, pt became responsive to verbal stimuli and treatment continued for the remaining duration of 205 minutes. Pt was discharged ambulatory with no problems. On (B)(6) 2012: pt was initiated onto treatment. Within one minute the pt had a reaction that led to being non-responsive to verbal stimuli, which led to cardiac arrest. CPR and o2 were administered until paramedics arrived. Pt was admitted to hosp under the care of the ICU department. On (B)(6) 2012: under the care of the ICU department, the pt was initiated onto treatment using the nipro a217y/v806 bloodlines and the asahi dialyzer. Within one minute, the pt had a reaction that led to being non-responsive to verbal stimuli, which led to cardiac arrest. Again, CPR was administered and pt was revived. Pt remained under the care of the ICU dept. Questions asked: what was the bfr? A: started at 200. What was the ufr? A: minimum (.3) had to keep tmp stable. How quickly was the bfr increased? A: did not have a chance to increase due to sudden reaction. Does the pt have any known allergies? A: none. Was an EKG given? A: yes. What is the pt's heart condition(s) (complications)? A: none. Are they using new dialyzers or any other dialyzers? A: no, only asahi. Was add'l saline used, to flush the dialyzer? A: yes. Was an incident report documented and submitted? A: yes. On (B)(6) 2012: the pt at the (B)(6) hosp was released from ICU today and dialyzed in the outpatient clinic. The pt was initiated on dialysis per dr's orders, using the nipro a217/v806 bloodline and a new dialyzer; the revaclear and not the asahi. The clinician flushed the new revaclear dialyzer with 4000cc's of saline, initiated treatment and slowly increased the bfr. The pt is successfully at the end of his 210 minute treatment using the nipro a217/v806 bloodline and the reveclear dialyzer and did not experience any problems.

Manufacturer narrative:
Device not returned to MFR for eval. It was discarded at the facility.